Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address osteolysis, implant wear and a fracture of the ulnar implant. The ulnar was loose at the cement/implant interface, the cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.